Manufacturer narrative:
Product complaint # : (B)(4). This is a duplicate report of 1818910-2018-71808. 1818910-2019-109864 is being retracted as it is a report duplication. 1818910-2018-71808 will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 19 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy bone cement x 2. On (B)(6) 2016, the patient underwent a right knee revision due to loosening of the tibial component, flexion instability, and pain. The surgeon indicated the tibial component well-positioned and well-fixed, though was revised. He indicated the femoral component was loose and came off easily. The surgeon reported the patellar component was well-fixed and not worn, thus not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2014. Dor: (B)(6) 2016. (Rt knee).